Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised one of the crossbraces is cracked. Spoke with alex in tech. Dealer hung up received information from tech.